Event description:
Medwatch notification sent from gpv was received in the corporate mailbox. Customer reported "versed 100mg/100ml 0.9 ns infused intravenously to a patient in 3 hours when device was programmed to deliver the solution over 10 hours. Patient received 200mg of the drug instead of the prescribed 55mg" . This occured with a colleague 3 cx channel c pump. The user interface software version is currently unknown.

Manufacturer narrative:
(B)(4). This device was not sent to baxter for device evaluation or repair. Therefore, the reported condition cannot be confirmed nor can an assignable cause be provided. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted.